Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered left breast implant deflation and bilateral capsular contracture; baker grade iii, post-operatively. As a result, the patient was scheduled for bilateral implant explantation in (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On february 4, 2021 and february 10, 2021, mentor received additional information from the doctor's office indicating that the right breast implant returned under this complaint file was incorrect and actually belonged to another patient. The right breast implant information has been updated back to unknown mentor saline implant). On february 26, 2021, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9396217 sn: (B)(6) and (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9396217 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned devices, mentor became aware that the suspect medical devices were the following: (left) 425cc mentor siltex round moderate profile saline catalog: 3542670 lot: 6906447 and (right) 425cc mentor siltex round moderate profile saline catalog: 3542670 lot: 6573166 a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 12, 2021, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).